Manufacturer narrative:
Batch review performed on 15-jun-2023. Lot: 2240223: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: reverse shoulder system 04.01.0279 sensitin lat. Glenosphere 39xø24.5 (k203755) lot: 1012763: (b)4) items manufactured and released on 18-mar-2021. Expiration date: 2026-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 week after the primary, the patient came reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner, glenosphere, and metaphysis. The surgery was completed successfully.